Manufacturer narrative:
Details of the complaint: on (B)(6) 2021, the customer at (B)(6) hospital reported the following issue with pu-621ra; sn-(B)(6) , from patient monitoring: getting an error stating "data cannot be read" on all of his bedsides the cns was monitoring. Ts informed him that it could be a possibility that the cns might have corrupted hard drives and recommended for him to purchase new ones or send the unit in for a repair. Service requested / performed: repair requested. On 05/04/2021, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem was duplicated. On 05/26/2021, nka rc found that both the hard drives were found to be degraded. Rc replaced both hard drives, # 6104900860, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 06/03/2021. No issues have been reported since. Investigation conclusion: the possible cause for the reported issue is considered to be hard drive corruption. Sudden power outages, power surges, abnormal shutdowns or viruses, complete system crash and updating errors, all of these could cause corruption of files. The overall risk of this event, taking into consideration of severity and probability, is "medium." Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that they were getting an error stating "data cannot be read" on all of the bedsides that the central nurse's station (cns) was monitoring. The error is occurring on his full disclosure tab, and he cannot see data populating. Nihon kohden technical support (tech support) walked them through a couple of troubleshooting steps such as rebooting the cns and making sure that it was locally filing the bedsides. They checked the raid, and both his hard drives were in green status. Tech support informed him that there could be a possibility that the cns might have corrupted hard drives and recommended for them to purchase new ones or send the unit in for a repair. When full disclosure failed, they were not able to see anything in arrhythmia recall or st recall either. Full disclosure, arrythmia recall, and st recall are features that show historical data. Real time patient monitoring was not affected. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting an error stating "data cannot be read" on all of the bedsides that the central nurse's station (cns) was monitoring. The error is occurring on his full disclosure tab, and he cannot see data populating. Nihon kohden technical support (tech support) walked them through a couple of troubleshooting steps such as rebooting the cns and making sure that it was locally filing the bedsides. They checked the raid, and both his hard drives were in green status. Tech support informed him that there could be a possibility that the cns might have corrupted hard drives and recommended for them to purchase new ones or send the unit in for a repair. When full disclosure failed, they were not able to see anything in arrhythmia recall or st recall either. Full disclosure, arrythmia recall, and st recall are features that show historical data. Real time patient monitoring was not affected. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 01/27/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2 02/18/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3 02/19/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Additional device information:: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 01/27/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2 02/18/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3 02/19/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that they were getting an error stating "data cannot be read" on all of the bedsides that the central nurse's station (cns) was monitoring. The error is occurring on his full disclosure tab, and he cannot see data populating. Nihon kohden technical support (tech support) walked them through a couple of troubleshooting steps such as rebooting the cns and making sure that it was locally filing the bedsides. They checked the raid, and both his hard drives were in green status. Tech support informed him that there could be a possibility that the cns might have corrupted hard drives and recommended for them to purchase new ones or send the unit in for a repair. When full disclosure failed, they were not able to see anything in arrhythmia recall or st recall either. Full disclosure, arrythmia recall, and st recall are features that show historical data. Real time patient monitoring was not affected. No patient harm was reported.